Manufacturer narrative:
Attempts to obtain add'l info, including the info in requested in section a of this form, were unsuccessful.

Event description:
It was reported the physician was performing a tonsillectomy and adenoidectomy on a pediatric pt using a coblator ii surgery sys. Intra-operative, the physician noted the displayed settings on the coblator fluctuated on their own. The physician was able to complete the procedure with the coblator. No pt complications were reported as a result of this event.